Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that after insertion of the mesh, the patient experienced pain, dyspareunia and urinary problems.(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient visited the emergency room on (B)(6) 2009 and was seen for vaginal bleeding. Pressure was applied to the suture site, bleeding stopped within 10 minutes, and the patient was discharged to home. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 9/12/2016.